Manufacturer narrative:
The device was explanted to allow the complete removal of cholesteatoma and no device malfunction was reported. The device passed all electrical tests confirming correct device function. This report is filed on august 15, 2019.

Manufacturer narrative:
This report is submitted on july 9, 2019.

Event description:
Per the clinic, the patient had a blind sac closure at initial implantation and developed implantation cholesteatoma in the cavity. The device was explanted and re-implanted at the same surgery.